Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on blue screen with password box. The technical support specialist (tss) remoted into the station, confirmed it was up and running, updated customer via phone, and received approval to mark the case complete. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was stuck on blue screen. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.